Event description:
The lead was explanted due to externalized conductors. Normal electrical measurements were noted.

Manufacturer narrative:
No medwatch form was received analysis found external abrasions at 13.6cm-13.8cm from the connector pin and at 45.4cm-45.6cm from the electrode tip due to friction to the ICD can. Internal abrasions were noted at 7.5cm-14.5cm and 19.3cm-19.6cm from the electrode tip.